Event description:
On (B)(6) 2009, the pt reported that 2 weeks ago she noticed rust and liquid near the piston rod of her insulin infusion device. She stated her device has not been exposed to water or liquids. She said she does not always attach her infusion set tubing before inserting the cartridge. She was advised to always do so. She stated she had noticed condensation on the cartridge chamber. The pt was assisted in switching to her backup device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.